Manufacturer narrative:
Internal file number - (B)(4) evaluation summary: visual inspections were performed on the returned device. The reported foot break was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported foot break. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the calcified left common femoral artery was attempted using a proglide device with a 6f sheath after a iliac peripheral interventional procedure. Reportedly, when the proglide device was being pulled back to position the foot in the arteriotomy the device came out of the anatomy. It was believed that the foot plate was broken off. Only the anterior foot plate was noted. A second proglide device was used to achieve hemostasis. Hospitalization was prolonged. There was no adverse patient sequela. The physician is reportedly trained in the use of the proglide device. No additional information was provided.